Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es server web page could not be accessed. The information was passing through the firewall, but new users could not be added, and refill reports could not be run. This issue was affecting the supply of medications to patients. The customer restarted the server; however, the problem persisted. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist (tss) confirmed that the issue had already been resolved earlier when the missing certificate was reinstalled, which restored access to the enterprise server webpage and allowed reports to run without any errors. The tss logged into the server to verify functionality, confirmed that users were able to access the system successfully, and requested clarification regarding any remaining concerns. The tss also addressed an audit related question, noting that an agency nurse had been unable to access the system for approximately ten minutes, requiring another nurse to remove medication on behalf of the patient. After providing the necessary updates and confirming that the system was functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es server web page could not be accessed. The information was passing through the firewall, but new users could not be added, and refill reports could not be run. This issue was affecting the supply of medications to patients. The customer restarted the server; however, the problem persisted. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.